Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided detailed guidance to perform a pump reset. Following the reset, the error code did not reappear, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.